Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring hospitalization. The consumer does not administer insulin based on blood glucose results but habitually administers the same amount of medication every day. For two days he was testing his blood sugar levels and the results were coming back continuously high. By the second day, the consumer had administered 200 units of insulin when led to the hypoglycemic event. The consumer did not have any control solution for testing his test strips before as instructed in our directions for use. When the test strips could be tested for integrity they fell out of range on the high side indicating that they had been compromised in some way. The test strips and meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.